Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) was not booting. The power supply was getting short. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: a1, a3(to be left blank), b4, b5, e1(event site telephone), e2, e3, g3, g4, g7, h2, h3, h6, h10. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the power supply, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) was not booting. The power supply was getting short. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) is not booting, power supply getting short. It is unknown under which circumstances this event occurred; however no adverse event was reported.